Manufacturer narrative:
The electrode lot number and expiration date were not provided. On (B)(6) 2026, the field service engineer (fse) replaced vacuum valves, repaired a vacuum valve, and replaced the sample probe. The gear pump pressure and probes were adjusted, and detergent aspiration functionality was verified. Mechanism and ise checks were acceptable. Calibration and qc were completed. The investigation determined the event was due to leaks in the valves. The service actions resolved the issue.

Event description:
There was an allegation of discrepant results for 2 patient samples tested for sodium (na) on a cobas 6000 c501 module. Patient 1 initial result was 107 mmol/l. The repeat result was 127 mmol/l. Patient 2 initial result was 107 mmol/l. The repeat result was 136 mmol/l.